Manufacturer narrative:
The customer contacted a siemens customer care center and reported that different na results were obtained on 2 patient samples on a dimension vista 1500 instrument. Siemens determined that quality controls were within range on the day of the event. A sample quality issue potentially contributed to the different na results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00114 and MDR 2517506-2019-00115 were filed for the different results obtained on an alternate instrument.

Event description:
Different sodium (na) results were obtained on 2 patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results obtained on the alternate instrument were not reported. It is unknown which results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the different na results.